Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges and static. There was no reported impact to the customer's blood glucose level. Customer was able to reload the cartridge to resolve the issue.